Event description:
A technician reports a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a follow-up, in the surgeon's opinion, the device did not cause/contribute to the event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product emt release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/25/2008 and 08/28/2008 by fax, mail, and phone. A completed questionnaire was received on 08/29/2008.